Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin marks and irritations under the lifevest equipment. The patient¿s nurse applied a&d ointment for the skin irritation. Outcome of the irritation is unknown.